Manufacturer narrative:
Clinical report forms received on 3/26/97 indicated that the date of onset of symptoms was 2/6/97. The physician believed the symptoms were probably not allergic.

Event description:
A pt was skin tested on 1/28/97. On 2/3/97, she presented with erythema and swelling at the skin test site (exact date of onset unk). The physician diagnosed a positive skin test; no medical or surgical intervention was prescribed. On 3/11/97, the pt presented with persistent symptoms at the sin test site. The physician prescribed intralesional kenalog.